Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested/is expected for evaluation but has not yet been received. The casue of the event coule not be determined from the information available and without device evaluation. This type of event is most likely caused by the use of excessive force over the guide pin, the driver tip hitting a flex point of the guide pin, prying and/or leveraging on the guide pin or re-using a guide pin from the single-use disposables kit that had been bent from prior use. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported via medwatch (B)(4) that on (B)(6) 2017 (left knee arthroscopy procedure - acl reconstruction with autograft, possible menisectomy vs. Repair, lateral and medial), a nitinol wire from and ar-1898s transtibial acl disposable kit was positioned for a second acl screw. Tried to pull out the nitinol wire and was not able to remove. The surgeon used a pair of pliers on the wire and used a mallet to bang out the wire. The wire then broke inside the femur and inside part of the screw. A mini c-arm was used to verify that wire was in the joint. The surgeon confirmed wire was not in joint and wire was not retrieved. Approximately a 2cm piece remains in the patient bone. Patient was an (B)(6) year old female. Follow-up investigation: the remainder of the nitinol wire was disposed of and is not available to return for evaluation.